Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips fired by this clip applier failed to close properly in spite of the fact that the surgeon pressed the trigger completely. The instrument was taken outside of the sterile field and tried, and it ejected the clips as far as two meters (about 6.5 feet) away. Some clips that fell on the floor were retrieved and will be sent together with the clip applier. This problem happened since the very first clip was fired. The case was carried out and finished using a similar device from a competitor. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.